Manufacturer narrative:
The reported malfunctions were observed during review of the activity logs. However, the reported problems could not be duplicated with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's front panel controls were inoperable and when they powered down the device, it intermittently would not power back up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.